Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. The threads on the battery cap were stripped, and were unable to fit. The intermittent power complaint was duplicated during the investigation. The test battery cap was able to fit for testing. The pump was run for 24 hours and no further losses of power occurred.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.